Manufacturer narrative:
No product was returned for evaluation. The reported blood leak from the outflow graft de-airing hole could not be confirmed. It was reported that the patient was taken back to the operating room for chest exploration due to hemopericardium. The source of the bleeding was from a needle hole on the outflow graft. The pericardial drainage was evacuated and the small bleeding sites were controlled. It was reported that the device operated as expected and no products were replaced. The patient remains on vad support and no further related events have been reported. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. (B)(4). Approximate age of device - 2 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was taken back to the operating room for chest exploration due to hemopericardium. The source of the bleeding was from a needle hole on the outflow graft. The pericardial drainage was evacuated and the small bleeding sites were controlled. It was reported that the device operated as expected and no products were replaced.